Event description:
I have used a somnomed dental appliance and it broke. I purchased a new device through my dentist. There were a couple adjustments required with the new device. One required a return. I have been using a somnomed mandibular advancement device for some time. With the use of this new appliance, I developed an unusual coating on my tongue, cracks in the tongue and the front part of the tongue can't tolerate any spicy food. Neither my primary care doctor nor dentist who sold and fitted the appliance know what may be causing this. Over several months, I have developed an irritation in my stomach and throat. I am now being treated by a gi doctor. I am wondering if there is something different about this new model that may cause chemical(s) to leak from the acrylic used in the appliance. I read some articles about the appliance on your web pages. The comments deal with the structure, and mentioned the titanium is the same as used in body replacement parts, and there is acrylic. The tests talk about the strength of the appliance during mechanical tests. I can find no reference to any tests with humans. Are there such tests? Any other patients disclose a possible problem with the appliance?